Event description:
Customer reported blood glucose results of 266 mg/dl, 123 mg/dl, and 131 mg,dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips are depleted. Replacement was sent.

Manufacturer narrative:
This match is for aviva system 2.